Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune arthritis ("autoimmune disorder type of disorder: arthritis lower back") in a 26-year-old female patient who had essure (ess205) (batch no. 621815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder since 2008 and endometriosis. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2007 for birth control as well as vicodin (norco) since (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("constant lower back pain, chronic back pain"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2007, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2008, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headaches"). On (B)(6) 2008, the patient experienced rash ("rashes"). In (B)(6) 2008, the patient experienced autoimmune arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping / lower abdominal pain"), nausea ("nausea"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching") and abdominal pain ("constant abdominal pain"). The patient was treated with bupropion (wellbutrin), alprazolam (xanax), antibiotics, hydrocortisone and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy and salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, nausea, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, rash, pruritus, fatigue and abdominal pain was resolving, the genital haemorrhage, menorrhagia, dysgeusia and vaginal haemorrhage had resolved and the autoimmune arthritis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune arthritis, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Many symptoms still present but decreased in severity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received: reporter information, treatment drug, new events arthritis, vaginal haemorrhage added. Outcome for the events genital haemorrhage, dysgeusia, menorrhagia, vaginal haemorrhage updated to recovered / resolved and for event abdominal pain updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (ess205) (batch no. 621815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder since 2008. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2007 to (B)(6) 2007 for birth control as well as vicodin (norco) since (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2008, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headaches"). On (B)(6) 2008, the patient experienced rash ("rashes"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping / lower abdominal pain"), back pain ("constant lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), nausea ("nausea"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching") and abdominal pain ("constant abdominal pain"). The patient was treated with bupropion (wellbutrin), alprazolam (xanax) and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy and salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dysgeusia, nausea, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, rash, pruritus and fatigue was resolving and the genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash and vaginal infection to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Many symptoms still present but decreased in severity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. New events as per pfs: abnormal bleeding (general) and constant abdominal pain were added. New reporters added. Patient demographic information added. Essure indication updated. Insertion date and removal date updated. Lot numer added. Concomitant condition medications and treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune arthritis ("autoimmune disorder type of disorder: arthritis lower back") in a 26-year-old female patient who had essure (ess205) (batch no. 621815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder since 2008 and endometriosis. Concomitant products included cilest (ortho tri-cyclen) from 1-jan-2007 to (B)(6) 2007 for birth control as well as vicodin (norco) since (B)(6) 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("constant lower back pain, chronic back pain"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2007, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2008, the patient experienced migraine ("worsening of her migraines") and headache ("worsening of her headaches"). On (B)(6) 2008, the patient experienced rash ("rashes"). In (B)(6) 2008, the patient experienced autoimmune arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping / lower abdominal pain"), nausea ("nausea"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching") and abdominal pain ("constant abdominal pain"). The patient was treated with bupropion (wellbutrin), alprazolam (xanax), antibiotics, hydrocortisone and surgery (hysterectomy with bilateral salpingectomy - total hysterectomy and salpingectomy on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, nausea, migraine, headache, vaginal infection, dyspareunia, depression, anxiety, rash, pruritus, fatigue and abdominal pain was resolving, the genital haemorrhage, menorrhagia, dysgeusia and vaginal haemorrhage had resolved and the autoimmune arthritis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune arthritis, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Many symptoms still present but decreased in severity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), nausea ("nausea"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash ("rashes"), pruritus ("itching") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dysgeusia, nausea, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus and fatigue was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.